Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced recurring unspecified high blood glucose levels. The customer was assisted with troubleshooting for the high readings. The customer had symptoms thirst, frequent urination, and dryness of mouth. The customer treated with manual injections. The customer was advised that the symptoms they mentioned were indicative of the possible onset of diabetic ketoacidosis but the customer wanted to continue troubleshooting. Customer's blood glucose value was unknown at the time of the call. There were no site or insulin issues. The customer was at the airport at the time and stated they have passed through the body scanner but they ran a self test and passed. The customer called back to perform the high pressure test and the insulin pump did not alarm and failed. The customer also stated that their blood glucose was around 300mg/dl and almost 400mg/dl. The customer was advised that the insulin pump needed to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit uploaded properly using carelink pro. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected failed battery test alarm or pump error alarm noted during testing or in the formatted history file. The motor was test outside the device and passed. Unit had a scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.